Manufacturer narrative:
(B)(4). Evaluation summary: a review of the device logs revealed an instance of iipv (increased intra-peritoneal volume). The product analysis lab (pal) evaluated the device. The cause for the iipv found in the device logs was determined to be insufficient drain - one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold and false empty detect, and use error. The device's service history record was reviewed and no issues were identified that may have contributed to the iipvs. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. Similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's ultrafiltration was 1562ml, indicating the patient drained 1562ml more than the fill volume. The fill volume was 2500ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient was seen last week and has resumed therapy successfully. The patient did not mention having any issues with the cycler and did not report any symptoms of overfill. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.